Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, used as it needed, but with hammering metal piece broke off. This issue extended the surgery more than 30 minutes.